Event description:
It was reported that a user of the ilet with a steel infusion set experienced hyperglycemia and observed a white plastic piece within the infusion tubing, with visual drops seen when filling the tubing and no system alerts generated. Symptoms included headache and elevated blood glucose of 289 mg/dl. Outcomes included user troubleshooting and education provided by support, with blood glucose later returning to range. Investigation included customer interview and follow-up for lot identification, which the user later provided. Investigation of this case revealed the cause of hyperglycemia was unclear. It was concluded that no device alerts occurred during the event and that the specific cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.